Manufacturer narrative:
On 03/28/2016 10:45 am (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
On 03/24/2016 01:00 pm (gmt-4:00) added by (B)(6): dr. (B)(6) was using the vh-4001 product to harvest the saphenous vein. He reports that while cutting branches, the hemopro2 tool stopped working he said that this was about halfway through the procedure. I asked if he paused inbetween "activations" for 15 to 30 seconds. He replied no. When it didn't fire, he immediately tried to re-activate tool twice. When it didn't activate, he had them open another unit and completed the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25113465 , 25119484, 25119672 and 25119672 the last 4 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
Dr. (B)(6) was using the vh-4001 product to harvest the saphenous vein. He reports that while cutting branches, the hemopro2 tool stopped working he said that this was about halfway through the procedure. I asked if he paused inbetween "activations" for 15 to 30 seconds. He replied no. When it didn't fire, he immediately tried to re-activate tool twice. When it didn't activate, he had them open another unit and completed the procedure.